Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, user unable to login to any pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system could not be powered on. A technical support specialist advised to customer to add biometric identifier (bio-ID) exempt to his user save and remove after that and confirmed that active directory (ad) team had resolved the issue. The system functioned as intended after the guided the customer.